Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the high voltage lead impedance had been decreasing over time, but was still within normal limits. All other electrical functions were normal. When the asymptomatic patient presented in the operating room for lead extraction, externalized conductors were observed. Lead was explanted and replaced. Patient condition was good.